Event description:
Blood leaked from the junction of the white hemostasis valve and introducer sheath.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Device label code: 1701. A datascope 10 french, 6 inch sheath/hemostasis valve assembly (white) was returned for evaluation. Visual examination revealed the sheath to be kinked at the sheath/sheath hub junction. The sheath i.d. Was within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to datascope's mfg specifications. This junction leak was within datascope mfg specifications. No other leaks were noted to be coming from the valve assembly. Probable cause of difficulty: a sheath is comprised of a hub molded around the end of a sheath tube. In addition, the sheath is made of a soft material so as not to injury the patient's artery during the insertion procedure. It is possible that the sheath was subjected to torque and/or tension at the sheath/sheath hub junction during the insertion procedure creating a leak condition, as evidenced by the kink in the returned item at this location. Finally, it is worth noting the leak at the sheath/sheath hub junction did not jeopardize balloon function.